Manufacturer narrative:
Manufacturer investigation conclusion: the reported events of low volume alarms, line in the lcd, and power cable disconnects were confirmed via the log file; however, the power cable disconnects were routine. A review of the downloaded log file showed 256 events spanning approximately 9 days ((B)(6) 2019 per time stamp). There are only routine power cable disconnect alarms active throughout the log file. No unusual events were observed. The returned system controller, serial (B)(4), was functionally tested and able to support pump function for an extended period of time. Following functional testing, the self-test was performed, and the volume of the alarms was low. Visual inspection revealed debris in the rear speaker which affected the noise level. The controller alarmed at ~82db which is below specification. The speakers were cleaned and the controller alarmed at ~90db which is within specification. The lcd screen from the controller was swapped with a functional lcd. The lcd functioned as intended without any issues. The root cause of the reported low volume was determined to be user error by getting debris in the controller speakers. A root cause for the reported power cable disconnects and line in the lcd was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was unable to hear alarms due to a very low volume from system controller. The patient experienced several power disconnect advisory alarms. It was also reported there was a line through the screen of the system controller. The primary controller was exchanged. No further information was provided.